Event description:
It was reported that they have been having issues with their external equipment. Patient stated that system problem rm06 and batteries low ( message) have been displaying on their controller. Patient also mentioned that it would take forever to charge their implant. Pt stated that their issues have been ongoing for several years and that all external equipment has been replaced except for the battery pack. Caller confirmed that mdt reps have replaced their equipment with other equipment that they've had including the controller and recharger. Patient also mentioned that they have had an issue in the past where they were unable to adjust stimulation and met with mdt rep, todd (last name asked/unknown) a couple times and mdt rep, brit or brett (last name asked/unknown). Agent attempted to ask for an event date for all issues and patient stated that it the issues have been happening off and on for several years, then said it began about 8-10 months after being implanted with the ins. Caller then stated that they have dealt with this issue for 2-3 years and didn't notify anyone. Agent also attempted to ask several times for the notify date and pt did not provide a date or timeframe and continued to explain the timeline of issues they are experiencing. A request was sent to the repair department to replace the controller and battery pack. Pt's story/timeline was very difficult to follow and agent did their best to document. Pt called back stating that they got the replacement controller and battery pack and that it seemed liked everything had worked out until they went to recharge the ins. Pt said that they got a 97745nt controller when they had a 97745 controller before. Agent reviewed controller model number differences with the pt. Pt said that they charged the controller up, but they stopped charging the controller when the controller got to 80% as they thought that amount of charge would be good enough. Pt said that they tried recharging the ins but the ins never did charge as the equipment got stuck at one point and wouldn't go any further. Pt unlocked the controller (without the recharger connected) during the call and saw no device found. Agent had the pt initiate an ins recharging session. Pt said that they had the hole of the recharger paddle over the ins. Agent reviewed recharger placement with the pt. Pt noted that the ins battery stuck out in a couple places so they could tell right where the ins was located. Pt saw no device found again, so agent had the pt tap recharger. The controller got stuck spinning on checking the recharger and wouldn't advance. Pt noted that this was the screen the equipment got stuck on before. Agent reviewed recharger replacement with the pt.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.